Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant attempt, the lead could not be placed into an acceptable position due to patient's anatomy. The lead was removed. No patient complications have been reported as a result of this event.